Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change. Upon interrogation, automatic mode switch episodes and noise were noted on the atrial lead. The lead was capped and replaced. The patient was stable.